Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was an acute myocardial infarction. The patient was hospitalized for ten days beginning sixteen days prior to death for an unrelated event, but passed away at home. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing up until the time of death and it was not reported if the patient was connected to the baxter healthcare homechoice device or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.